Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a mild hemorrhage in the superior interface in a patient's right eye post lasik. This improved after surgery. Five days post operatively, ghosting, double vision and streaks in vision were reported. Seven days post operatively, flap was lifted with forceps. Liquid blood was discarded and was washed away easily to the edge. Flap was replaced and a bandage contact lenses was placed on the eye. Patient was to continue using topical antibiotic and steroid. Preservative free artificial tears were prescribed every two hours. Upon follow up, symptoms were reported resolved and no pain.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).